Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial report facility name: hopital henri mondor biomedical service biomedical the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not seem to be heating properly and could not stabilize at the set temperatures. Per review of wo on (B)(6) 2025, there was no patient involvement. Per follow up information received via mail on 31jan2025, this would be sent to s-inter.

Event description:
It was reported that the arctic sun device did not seem to be heating properly and could not stabilize at the set temperatures. Per review of wo on 29jan2025, there was no patient involvement. Per follow up information received via mail on 31jan2025, this would be sent to s-inter.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a heater failure. Replaced the heater. The device could not stabilize at the set temperatures. Everything has returned to normal. Calibration done. A review of the risk document, dfmea ra2800010, revision 25, was performed for this investigation. The reported event is addressed in step # ra89. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Correction: d, e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.